Event description:
A customer believes that the lh750 instrument may have generated a falsely low platelet (plt) result for one patient. A) the result of 500x10^3cells/'l was reported out of the lab. B) the customer performed a manual smear because the physician asked for a smear review and observed giant plt and plt clumps on the slide review. C) the instrument result correlated with the manual smear; however, the lh750 did not flag for giant plt and plt clumps. Based on available information, there was no effect on patient treatment.

Manufacturer narrative:
Qc was ran after the event and results were within acceptable ranges. A field service engineer (fse) was dispatched: a) the fse inspected and serviced the instrument. Per product labeling, plt clumps or giant plt are a known interfering substance which can reduce the plt counts. However, in this case, the plt clumps and giant plt were not significant enough to affect the plt count.